Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had a display anomaly. His/her blood glucose level was 165 mg/dl. The numbers and letters on the screen were hard to read. The customer was advised to revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with unexpected full segment display during button press, problem isolated to lcd board. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.